Manufacturer narrative:
H11: there were no photos provided for review, but a physical sample was received by our quality team for evaluation. During evaluation, a partial tray was returned for analysis. One catheter was returned. The inner valve of the catheter was found damaged, creating an opening/hole, which could lead to a leak. Therefore, the result of the investigation confirmed the reported failure. A definite root cause and when the damaged occurred could not be determined. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001619203 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Complaints received for this product and conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for the identification of emerging trends. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was initially reported that the safe-t-centesis catheter drainage system did not function as intended during a diagnostic thoracentesis procedure. Initially, the customer stated that there were no injuries or adverse events associated with the complaint. During follow-up with the facility, it was clarified that the safe-t-centesis needle was introduced with positive fluid return, and the catheter was advanced. Upon initiating manual aspiration, air was unexpectedly aspirated from the catheter. The system only aspirated fluid when the white membrane area was manually occluded; otherwise, air entered the catheter, producing an audible hiss. Suction was completed while maintaining occlusion of the one-way membrane, and the catheter was removed. A follow-up chest x-ray revealed a loculated hydro-pneumothorax. The patient remained under supervision for additional imaging.